Event description:
Per the clinic, the patient experienced an recurring seroma formation at the implant site resulting in a decision to explant the device. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed february 14, 2014.